Event description:
A female pt, had incisional hernia repair following several failed repairs. The original surgery performed was in 2003 for a hysterectomy. Subsequently, there were three (3) additional surgeries that failed. Separately, the pt also had two surgeries for small bowel obstruction. The product, surgimend, was implanted in 2006, to repair one of these failed surgeries. It is not known if other surgical mesh medical devices had been used in any of these failed surgeries. In 2008, additional surgery was performed because of re-herniation at one of the sites. Examination showed that only a thin membrane. There was no evidence of the product or of re-structured tissue. There was no product available to perform any evaluation. The pt is doing fine at the time.

Manufacturer narrative:
The manufacturing record for this product lot was reviewed and everything was in order. Nothing was explanted, therefore, it was not possible to evaluate any product. After 13 months, it is likely that the product has been remodeled into tissue that was not able to maintain sufficient strength to prevent another incisional herniation.